Manufacturer narrative:
Investigation visual inspection no significant deformations or damage of the valves were detected during the visual inspection. Permeability test a permeability test has shown that both valves are permeable. However, the opening pressure of both valves was outside of tolerance. The opening pressure was significantly lower than expected in both valves, indicating a tendency towards over-drainage. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test. The brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. Neither valve is operating within acceptable tolerances. We have dismantled the valves. Inside both valves, we have found slight build-up of substances (likely protein). Based on our investigation, we confirm that the valve is operating in a over-drainage state, likely due to the deposits observed inside the valve. Additionally, while out test results have not substantiated the claim of non-adjustability, it is possible that the deposits could also have led to this malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the 8m 28d po valve is not adjustable and overdrain. File entered with limited information. Delivered with the return kit inside an unknown liquid. Age: (B)(6) / height cm: na / wight kg: na / gender: na.